Manufacturer narrative:
It was reported that the pieces of the gauze were coming apart. Entire surgical table was broken down and set up had to restart. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The pieces of the gauze were coming apart.